Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info become available, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the device was overheating. It is known that the device was not being used during surgery. It is also unk that there were no injuries; however, it is unk if medical intervention occurred. No additional info was provided.